Event description:
It was reported that the gauge reads inaccurately. An encore 26 inflation device was selected for use. During the angioplasty procedure, the inflation syringe malfunctioned, the gauge needle failed to display the appropriate pressure and remained stuck. The procedure was successfully completed with another device. No patient complications were reported.